Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure the pin in the transforaminal posterior atraumatic lumbar spacer applicator handle sticks and the pin in the matrix distractor rack came loose. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot 28004 and lot 00053044 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between (B)(4) and was found to be good. No ncr's were generated during production. Placeholder.

Manufacturer narrative:
The complaint handling unit performed a visual review of the returned distractor pin and determined the pin was separated and the welding seam was broken. The relevant dimensions were checked and found to be according to the specification. No manufacturing related failure could be detected. A review of the device history records found no issues that would have contributed to this complaint. The complaint condition is likely due to excessive force on the distractor pin, causing the weld holding the distractor pin to crack. There are no known ncrs associated with this part and lot number. The complaint was determined to be invalid. (B)(6).